Event description:
One year post stenting procedure, the cypher stent had fractured and restenosed. As indicated in the literature, the pt returned to the hospital for a second alcohol septal ablation to the second septal perforator branch (sp2). The pt's sp2 branch is located proximal to the myocardial bridge segment. The procedure was complicated by a mid left anterior descending (lad) dissection, which required stenting across the myocardial bridge. The mid lad was stented using a 3.5 x 28mm cypher stent, which was deployed at 14 atms across the myocardial bridge. One year after the stenting procedure, the pt had recurrent exertional angina. Repeat coronary angiography revealed a stent fracture in the mid segment associated with restenosis. A second 3.5 x 13 mm cypher stent was placed within the previously placed lad stent with a good result. She remains asymptomatic 2 years following lad stenting procedure. Stent post-dilatation was not conducted, residual stenosis was 0%. Intravascular ultrasound was not conducted. Pt was discharged and compliant with antiplatelet therapy.

Manufacturer narrative:
Event noted upon literature review: this female experienced fracture of a cypher stent leading to restenosis. Medical history included symptomatic hocm (hypertrophic obstructive cardiomyopathy) associated with ventricular arrhythmia and she had undergone defibrillator placement. During alcohol septal ablation treatment for the hocm, she was noted to have a mid lad myocardial bridge with significant systolic compression. The 2nd ablation procedure was complicated by a mid lad dissection that required placement of a 3.5/28mm cypher stent across the myocardial bridge. One year later, she had recurrent exertional angina. Repeat coronary angiography revealed a stent fracture in the mid segment with associated restenosis. A second cypher stent (3.5/13mm) was placed within the previously placed lad stent with a good result. The product could not be returned for eval; it remained implanted. A review of the manufacturing records could not be done without a lot number. While not observed in the pivotal clinical trials that support the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. In this case, characteristics of the vasculature (i.e. Stent compression by myocardial bridging) appear to have contributed to the stent fracture leading to restenosis. Please find below the article's citation tandar a, whisenant, b.k. And michaels a, 12 june 2007. "Stent fracture following stenting of a myocardial bridge: report of two cases." Catheterization and cardiovascular interventions 71:191-196 (2008).